Event description:
Additional information received reported it was unknown if there was a 50% or greater symptom reduction. The cause of the event was determine and it was not device related. The patient required reprogramming. The patient had dyskinesias after programming. A MRI of the brain, unremarkable, electrodes were in the vicinity of the subthalamic nucleus (stn). It was unknown how the patient was doing now, she had transferred her care.

Event description:
It was reported the patient turned their implantable neurostimulator (ins) on the day prior to this report and they experienced a lot of dyskinesia and dizziness and an overstimulation sensation. The patient had severe dyskinesias, nausea, and blurred vision. The ins voltage was turned down and the eventually turned off by the patient on the day of this report. The patient attempted to contact their healthcare professional (hcp) and they were waiting to hear back. The patient met with their hcp and impedances were checked. An MRI was done to verify the placement of the leads. The patient was very sensitive to medications and stimulation. The system was working properly and the hcp had made proper adjustments to the patient¿s medication and stimulation. The hcp stated this was normal and the patient needed to use less medications and stimulation and go much slower. The issue was resolved after turning stimulation down and lowering medication. The patient was doing much better.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0t4hd, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0t4hd, implanted: (B)(6) 2015, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).